Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided and high ketones. Cause was unknown. Customer bolused via the pump prior to the hospitalization and was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.